Manufacturer narrative:
The device was not returned for analysis. Review of service history found no repair in the previous 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient, who had been receiving treatment with mfolfirinox for the management of pancreatic cancer, had presented on (B)(6) 2026 for pump disconnection. She had felt well, and her vital signs had been stable. After she had been disconnected from the pump, a brief inspection of the 5-fu bag had made it appear empty. However, after the patient had left and the pump and bag were being taken apart, chemotherapy had still been discovered in the reservoir. A colleague had withdrawn from the bag to determine the remaining volume, and approximately 27 ml of 5-fu had been found left. The pump had indicated that the infusion had been fully completed, displaying no remaining reservoir volume. The pump had shown a remaining reservoir volume of 27 ml, with 111 ml given over a 46-hour infusion at lock level 2, and it had been determined that the patient had been affected as she had not received her entire chemotherapy dose. There was no injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.